Event description:
It was reported that the shock impedance had been gradually increasing since 2017 and became consistently greater than 200 ohms. The right ventricular (rv) pace impedance was normal, at 600 ohms. It was planned to follow-up with the patient in clinic to do further testing. The rv lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the shock impedance had been gradually increasing since 2017 and became consistently greater than 200 ohms. The right ventricular (rv) pace impedance was normal, at 600 ohms. It was planned to follow-up with the patient in clinic to do further testing. The rv lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the shock impedance had been gradually increasing since 2017 and became consistently greater than 200 ohms. The right ventricular (rv) pace impedance was normal, at 600 ohms. It was planned to follow-up with the patient in clinic to do further testing. The rv lead remains implanted and in service. No adverse patient effects were reported. It was additionally reported that a sync 1.1 joule shock was delivered to evaluate system integrity. The resulting shock impedance was 123 ohms. A second 41 joule shock yielded an impedance of 125 ohms. It was planned to follow-up in another three months. No intervention has has been planned as of the time of this report.